Manufacturer narrative:
Pump successfully downloaded traces and history file using thump software. The pump passed the self test. Missing segments/partial display was not observed during testing. P-cap locks properly into the reservoir compartment. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Minor scratches were noted on the screen. The following were noted during visual inspection: keypad overlay peeling and scratched case. In conclusion, customer concern for cosmetic damage and partial display were not confirmed on the screen. However, during visual inspection cosmetic damage was confirmed with scratched case and keypad overlay peeling were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and a problem with the screen. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and no physical damage to the pump's retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned.